Event description:
Healthcare professional reported capsular contracture, baker grade unknown, on the left side. The device remains implanted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
This record is a duplicate file.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV and lymphadenopathy.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, fibrinated prosthetic capsule, irritated seborrheic keratosis and enlarged axillary lymph nodes. Device has been explanted and replaced with a non-allergan device.